Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the sensor provided inaccurate lower reading. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. Visual inspection upon receiving revealed no external damage or defects. The sensor passed continuity tests; no short or open connection was detected. The sensor passed the functional test and was able to obtain spo2 (96%) and pulse rate (75 bpm) values. The sensor also passed the spo2 simulation tests. The sensor is functioning as designed. (B)(6). Corrected data: d4 model # was updated from 4002 to 4002-9.

Event description:
The customer reported the sensor provided inaccurate lower reading. No patient impact or consequences were reported.